Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room after experiencing palpitations. Upon reviewing electrogram, the pacemaker exhibited episodes of undersensing. Programming changes were performed. The patient was stable.